Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury (leaflet tear) was related to patient conditions (thin and frail leaflets). Unexpected medical intervention was a result of case-specific circumstances as an additional clip was implanted for stabilization. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to cardiac size and rotation. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult due to anatomy. One xtw clip was prepared and advanced into the anatomy. Upon release, the clip detached from the anterior leaflet remaining attached to only the posterior leaflet in a single leaflet device attachment (slda). To stabilize the slda, a xt clip was prepared and deployed. After the release, a possible perforation of the anterior leaflet was observed. A third clip was placed lateral to the initial xtw with no issue. Final grade of mr was 2-4.